Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of three infusion set cannula stuck in the body on (B)(6) 2024. Infusion set was used for 24 hours for all events. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 280 mg/dl at the time of the event. Patient replaced infusion set and resumed insulin successfully. No further information was available.